Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the alarms, but ultimately reverted to another method of insulin delivery. . Customer's blood glucose was 80-120mg/dl.